Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube was filled from a pediatric patient line with a syringe and transfer device, with blood entering the tube via suction and "the last 0.5ml requiring manual pressure". However, the stopper popped-out "immediately" after the tube was filled, while still in the nurse's hand, and "sprayed blood everywhere", including on the ceiling tiles, on one nurse's face, and on the side of another nurse's head. Both health care professionals used the eyewash station immediately following the incident, and visited the occupational health clinic that afternoon for blood testing as a "precautionary measure", as it was reportedly stated that the blood they had been working with "had no contaminates". This complaint was created to capture the second of two incidents involving this event. The following information was provided by the initial reporter: 1. There were 2 separate episodes with 2 different products 2. She has incidence reports for both incidences 3. In this instance they were fortunate as the blood the clinicians happened to be working with was pediatric blood that had no contaminates, so neither researcher was exposed to anything harmful, but in their lab most patients have blood with harmful pathogens. "Yes, there was exposure to blood. The 4.5 ml sodium citrate tube was filled with a syringe with a transfer device because it was drawn from a patient line. Blood was pulled into the tube via suction with the last 0.5 ml requiring manual pressure. The cap blew off immediately after being filled while still in the nurse¿s hand and sprayed blood everywhere. Again no processing had occurred; the nurse had just finished filling the tube. There were two nurses in the exam room; both were sprayed with blood, one in the face, the other on the side of the head. Both nurses immediately used the eyewash station to cleanse away the blood. They both went that afternoon to the occupational health clinic to be tested, as a precautionary measure. In both incidents the blood in the tube pushed the cap off in an explosive manner, the blood ended up on the ceiling tiles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube was filled from a pediatric patient line with a syringe and transfer device, with blood entering the tube via suction and "the last 0.5ml requiring manual pressure". However, the stopper popped-out "immediately" after the tube was filled, while still in the nurse's hand, and "sprayed blood everywhere", including on the ceiling tiles, on one nurse's face, and on the side of another nurse's head. Both health care professionals used the eyewash station immediately following the incident, and visited the occupational health clinic that afternoon for blood testing as a "precautionary measure", as it was reportedly stated that the blood they had been working with "had no contaminates". This complaint was created to capture the second of two incidents involving this event. The following information was provided by the initial reporter: there were 2 separate episodes with 2 different products. She has incidence reports for both incidences. In this instance they were fortunate as the blood the clinicians happened to be working with was pediatric blood that had no contaminates, so neither researcher was exposed to anything harmful, but in their lab most patients have blood with harmful pathogens. "Yes, there was exposure to blood. The 4.5 ml sodium citrate tube was filled with a syringe with a transfer device because it was drawn from a patient line. Blood was pulled into the tube via suction with the last 0.5 ml requiring manual pressure. The cap blew off immediately after being filled while still in the nurse¿s hand and sprayed blood everywhere. Again no processing had occurred; the nurse had just finished filling the tube. There were two nurses in the exam room; both were sprayed with blood, one in the face, the other on the side of the head. Both nurses immediately used the eyewash station to cleanse away the blood. They both went that afternoon to the occupational health clinic to be tested, as a precautionary measure. In both incidents the blood in the tube pushed the cap off in an explosive manner, the blood ended up on the ceiling tiles."